Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a week ago, it was found that the pouch was infection and went to the hospital to treat. The debridement surgery was performed and the plan was to remove the device out of the body. When rotating the fixed lead screw backward, the lead was found to be stuck very tightly, and it was not removed successfully until the screw was spun the pacemaker lead. The device was explanted and replaced. No further patient complications have been reported as a result of this event.